Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level was reported as ¿high¿. However; a specific value was not provided. Customer administered a manual injection to address bg level. Reportedly the alarm ultimately cleared and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.